Event description:
It was reported by service report that the foot-end lift motor is stuck in the upper position and would not lower. It is unknown if there was patient involvement. However, no adverse consequences were reported.